Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the log files from the AED showed that the AED is functioning as designed. On (B)(6) 2023 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2024 when a replacement battery pack was inserted into the AED. Further troubleshooting identified that the depleted battery had also been expired. The cause of the depleted battery pack was related to a lack of maintenance of the AED. The review identified that the AED is functioning as designed and can stay in service.